Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The patient had been lost to follow up. The patient's rhythm was sinus bradycardia with no pacing observed. No additional information was available.